Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the smart device displayed an error message for premature end of life. Data was provided for evaluation. Data review could not confirm the reported event of premature end of life; however investigation did confirm low battery alert prior to 90 days. Issue also resolved itself. The probable cause is low transmitter battery voltage via data. This complaint is reportable based on the finding of transmitter failure error. No product was provided for evaluation. No additional patient or event information is available.